Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of three reports (3007042319-2016-00613, 00614, 00615) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator, she noticed the battery switching. Batteries were tested on different ports and the capacity was greater than 25%. Batteries were exchanged. Investigation is ongoing.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned batteries, (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving (B)(6). These premature switching events are most likely due to communication anomalies between battery and controller. According to the log files, (B)(6) had not received the smr upgrade. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis of (B)(6) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of (B)(6) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to high max error. High max error is indicative of a battery that is out of calibration. Supplemental testing was able to reset the max error of the battery. The battery's high max error can most likely be attributed to a use pattern involving the exchange and recharge of batteries before reaching (B)(4). This observation is not related to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Additional system component being reported for this event: battery: (B)(6) - expiration date: 09-30-20215, MFR -09-27-2014 (B)(4). This is report two of three reports (3007042319-2016-00613, 00614, 00615) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of power switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of batteries (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple premature switching events involving batteries (B)(4), and controller (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Controller (B)(4) had not received the smr upgrade prior to these events. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis of batteries (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of battery (B)(4) revealed that the device passed visual examination but failed functional testing due to high max error. High max error is indicative of a battery that is out of calibration. Supplemental testing was able to reset the max error of the battery. The battery's high max error can most likely be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25%. This observation is not related to the reported event. Analysis of battery (B)(4) revealed that the device failed visual inspection due to a foreign material inside the cable connector latching mechanism. The most likely root cause of this contamination can be attributed to mishandling of the device. This observation is not related to the reported event. Analysis of batteries (B)(4), and controller (B)(4) could not be performed since the devices were not returned for evaluation. This is report one of three reports (3007042319-2016-00613, 00614, 00615) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.